Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia while on pump therapy. On an unspecified date, the patient¿s blood glucose reportedly was at 37 mg/dl with symptom of unsteadiness when standing and/or walking. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and the patient had remained on pump therapy without any adjustments to the pump settings. Customer technical support (cts) reviewed the event with the reporter. The reporter alleged an inaccurate delivery issue with the pump starting about two months ago. The pump was not available for review and no information was provided at the time of the call regarding the bolus and basal deliveries or potential causes for bg excursion. Several attempts by cts to follow-up on the matter with the customer were unsuccessful and the reported issue remained unresolved. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to an inaccurate delivery issue of unknown cause.